Manufacturer narrative:
(B)(4).

Event description:
Patient reported signal loss for over 3 hours.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.